Event description:
A company field application scientist was testing samples and noticed a low level rsv signal on the results. The samples were not actual patient samples and no results were reported. The rsv did cross the threshold and the software indicated "detected". A voluntary recall was performed related to the reported lot.

Manufacturer narrative:
Patient gender information not reported. The investigation of simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To mitigate the occurrence of false positives (and sub-amplifications), focus dx replaced the recombinant taq polymerase used in the mol2651 reaction mix with hot-start taq polymerase and reduced production time following bulk mol2651 formulation to 2 hours. Additionally, focus dx now employs more extensive testing with no template control (ntc) in the qc kit release criteria. These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).